Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that advised the device remains implanted and in service. The physician is exploring alternative options for device replacement along with replacing the right ventricular (rv) lead due to the lead is displaying signs of calcification. At this time, this device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that advised the device remains implanted and in service. The physician is exploring alternative options for device replacement along with replacing the right ventricular (rv) lead due to the lead is displaying signs of calcification. At this time, this device and lead remain in service. No adverse patient effects were reported. Additional information was received that advised this ICD was explanted and replaced. Technical services (ts) was consulted to discuss a lead revision while replacing the device to the high out-of-range shock impedance greater than 150 ohms. The physician noted, a 1.1j (joule) shock was performed to test the lead and it returned to 99 ohms, subsequently the physician elected to replace the rv lead rather than continue to monitor with the newly implanted device. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported.